Manufacturer narrative:
No root cause was determined for the leaking with the information supplied. Service was not dispatched for this event. (B)(4).

Event description:
A beckman coulter, inc. (Bec) hong kong personnel reported receiving one (1) dxi wash buffer cubetainer that was leaking. A photographic image of the leaking cubetainer, provided by the customer, is provided. No effect to patients or end users was reported in connection with this event.